Event description:
The patient's mother contacted animas on march 12 reporting that the pump alarmed after the cartridge came apart. The alarm code was not specified. She said that when taking out the cartridge the cartridge came apart (the plunger detached from the rest of the cartridge) and spilled out insulin. The patient has dried out the cartridge compartment and replaced the cartridge. Afterward the pump continued to function as desired. She said that the first cartridge did not have an o-ring near the plunger. She also did not find the o-ring in the cartridge compartment. There was no reported patient impact associated with this complaint. This complaint is being reported because the cartridge allegedly fell apart during pump therapy.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: a retain cartridge sample from low # b201683 has been evaluated by product analysis on (B)(4) 2012 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. All o-rings were found to be intact and properly seated; there were no missing o-rings observed. All retain samples from lot # b201863 were visually inspected for missing o-rings with no failures found. A fill test and leak test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
(B)(6). The cartridge has not been returned to animas for evaluation. The user stated that the cartridge was thrown away. No conclusions can be made at this time.